Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged and blood glucose was high. The customer reported they had an issue with two reservoirs. Customer stated that they would not lock properly. Customer stated that he got it to work a couple of days ago. Customer stated that it locked but it did not seem right. Customer stated that an hour or two ago he got an insulin flow blocked when he tried to bolus. Customer stated that this was the third reservoir he was having an issue with. The blood glucose was unknown at that time. Caller stated that he tried to bolus insulin. Customer states the insulin exited during 0.5 u prime. The customer stated that his blood glucose was 350 mg/dl and now it was 180 mg/dl. The customer was offered to troubleshoot for high blood glucose but caller declined and states that he can handle. The insulin pump will not be returned for analysis.